Event description:
Baxter (B)(4) received a report of an infusor that had leaked into the housing during patient therapy. The device was filled with a solution of 5100mg of fluorouracil in 0.9% saline. The device had approximately 20ml of medication left when it had leaked into the housing. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the unit determined that the leak was due to a reservoir rupture in a footed position. Bladder was microscopically examined for the abnormalities that may have potentially contributed to the rupturing. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.